Manufacturer narrative:
Based on inspection of the system it was confirmed that the issue was with the monitor. The monitor was replaced and the issue resolved.

Event description:
It was reported that the monitor would lose the image for approximately two seconds and then return. This occurred every minute or so. There was no patient injury or other adverse health consequence.